Event description:
It was reported that during a hemorrhoidectomy procedure, the stapler got stuck in the rectum. As described, a "clinch" sound was heard, but the stapler did not cut the bowel. As the stapler was removed, the staples were on the instrument and it was recognized that it did not fire and perform improperly. The procedure was finished with like device and no devices are being returned. No patient consequence was reported.